Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Additional info has been requested. (B)(4).

Event description:
A surgeon reported that light scattering was observed on an intraocular lens (iol). Additional info has been requested.